Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one day post implant, the right ventricular (rv) lead dislodged. It was noted that the rv lead was no longer capturing and had variable sensing. The rv lead was explanted and replaced. It was reported that the right atrial (ra) lead exhibited no threshold and low threshold. The ra lead remains in use. It was noted that reprogramming was carried out. No patient complications have been reported as a result of this event.